Manufacturer narrative:
Section d4: the primary UDI number was corrected based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 114 mg/dl (guide system), 50's mg/dl (hospital meter), 217 mg/dl (guide system), and 60's mg/dl (hospital meter).